Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was identified upon receipt of subject device. A manufacturing investigation and device history records review were performed for the subject device (part number 03.111.005, depth gauge for 2.0mm/2.4mm and 2.7mm screws, lot number 3807508). The received device was visually inspected no visible damage was observed; however it was reported that the coating at the milling groove came off and the surface is rough. Functional testing and a review of the device drawings were also performed. The rough surfaces are the reason why the slider does not move freely anymore. The depth gage has been manufactured and sold during 2011; therefore, this instrument has been in use for approximately 4 years. During this time the contact surfaces of blade spring and handle groove had worn off which led to the damage of the surfaces. According to the cleaning and sterilization instructions, after cleaning and reprocessing, the moving parts should be lubricated to avoid wear. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. No manufacturing related issues were identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information provided by reporter. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery of a distal radius fracture the mobile part of the depth gauge did not move smoothly when the surgeon tried to measure during surgery. There was no surgical delay was reported and no adverse consequence was reported. This is report 1 of 1 for (B)(4).